Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that when the patient turned his stimulation to high settings, it caused an increase in his heart beat. This has occurred since implant of the neurostimulator. The patient's cardiologist noted that it caused his heart rhythm to increase about 10 beats per minute. It was noted that the implanted lead was at the level of t9-t11 area. The patient had no history of cardiac issues and did not have a cardiac device implanted. The patient had his device reprogrammed by the manufacturer representative to 2 to 3 volts at about 40 hz. The representative had to leave, but when he returned the patient had increased the voltage to 4.5 to 6 volts and reduced the rate to 2 hz. He indicated that this gave him the best relief. It was noted, however, that this low rate (which the patient had been using previously) seemed to bring on his chest discomfort and increased heart rate. The patient then met again with the manufacturer representative and gave the patient some other programs to try that had lower rates (but not as low as 2 hz). The reprogramming gave him better coverage for his pain and did not have any increased heart rate symptoms at the appointment. Subsequently, the patient experienced chest pains similar to what was reported and went to see his physician. The manufacturer representative noted that the patient again changed the rate to 2 hz and doubled the amplitude from previous settings. The patient reported that these settings gave him the best relief from his pain. It was believed by the physician and representative that the low rate of 2 hz caused an "explosion" and therefore, pain relief for the patient. They discussed this issue and agreed to keep the program parameters around 10 to 20 hz and it was believed that the patient would keep the programmer set at these parameters for effectiveness. It was then subsequently reported that the device was causing the patient to experienced atrial fibrillation. Additional information was requested.